Event description:
Boston scientific received information that this right ventricular lead exhibited over-sensed noise but did not lead to pacing inhibition. Additional information received indicated that this lead had fractured and caused the noise. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported sensing issues. In summary, cuttings in the insulation and deformations of the outer coil were observed, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.